Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer changed the infusion set and cartridge, and resumed insulin therapy. No assistance from third parties was required. Ultimately, the customer reverted to an alternate method insulin therapy.